Event description:
It was reported that the device service light was illuminated, and it would intermittently lock up with a white screen. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure while changing the power source. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.